Event description:
It was reported to medtronic neurosurgery that the reservoir was ruptured.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It did not meet the requirements for leak testing due to a tear in the side of the reservoir dome. It is unknown how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing, except for at -50 cm hp p/l 0.5 parameter. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of the valves are 100% tested at the time of manufacture.